Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported, a microsensor would not show any readings. It functioned correctly when it was zeroed, but failed when patient was reconnected in the ward. The device was removed and discontinued. There were no reports of delay or patient harm.

Manufacturer narrative:
Corrected fields -- device evaluated by MFR. Additional information -- PMA/510k, if follow-up, what type. The device was returned for evaluation. The suture attached to the catheter material is mashed and stretched. Silastic strain relief pulled from the connector. The internal wires are broken where the catheter material is stretched (x-ray). No further testing was possible. Based on the results of the investigation, the reported issue was confirmed. The root cause of the problem is mishandling of the catheter. A review of manufacturing records found that the device conformed to specification when released to stock. No further investigation or corrective action is anticipated.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.